Event description:
User reported inaccurately triggered bubble alarm when there was no air present. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Pending investigation.